Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Review of the clinical file was unable to find any indication of the customer complaint. There was no evidence of the analyzer button being pressed or the defib function being used on the event date the device was powered on 5/12/2015 and 5/13/2015 to perform the self test which it passed. The device was tested using simulated shockable and non-shockable rhythms and delivered appropriate analysis results. No trend is associated with reports of this type.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device took a long time to analyze and returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.